Event description:
The patient was implanted with an ipg on (B)(6) 2008. It was reported that his ipg was replaced because the device had reached its end-of life. Effective stimulation was recaptured as a result of the procedure and no further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.